Event description:
The facility reported there has been a short circuit in the maxi sky 600, which resulted in a fire. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the manufacturer arjohuntleigh (B)(6). Manufacturer complaint number: (B)(4). The device will be inspected on-site by a rep of the manufacturer's sales and service unit subsidiary division. From the pictures received by the manufacturer, the fire origin seemed to be located outside of the device. The manufacturer is waiting for the return of the device to perform further investigation. Additional info will be provided following the conclusion of the manufacturer's investigation.